Event description:
It was reported that prior to starting a da vinci s surgical procedure, the large clip applier instrument would not open or close.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the grip cables inside the housing were broken, thus causing the issue experienced by the customer. Engineering evaluation also found that prior to removal of the housing, the luer plate with the flush tube still intact was dislodged at the back of the housing. The surface of main tube was also no longer smooth. Engineering concluded that damage to the luer plate and main tube was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings; handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis could likely cause or contribute to an adverse event if the failure mode were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.